Event description:
On (B)(6) 2013, the reporter contacted animas and reported a discolored display screen. The display screen reportedly was pink. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1: date of submission 01/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: investigation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.